Event description:
A report was received that the patient had an early lead pull due to pain at the lead site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70e serial #: (B)(4), description: trial linear st lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an early lead pull due to pain at the lead site.